Event description:
It is reported by the customer that the treadmill continued to increase speed, when the user was pressing the speed decrease button. The unit increased to 3 to 4 mph before being shut off. The pt reportedly fell off the treadmill requiring medical attention. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.